Event description:
Patient had hernia repair with prolene mesh. Readmitted with adbominal wound and cellulitis and arf, acute renal failure. Had home services antibiotic therapy and developed arf. Several outpatient, office and inpatient contacts over this time period. Cultured mrsa, methicillin resistant staphylococcus aureus, about a month later.